Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# tri press-fit stem 14x150mm; cat# 5566-s-014; lot# 0107403l; device name# triathlon hinge femur 5l; cat# 5612f501; lot# tl44r; device name# triathlon hinge femdistaugment sz5 10mm; cat# 5612-d-510; lot# m72kw7; device name# triathlon hinge femdistaugment sz5 10mm; cat# 5612-d-510; lot# m72kw7; device name# triathlonctrfemconeaug sz3&4l; cat# 5549-a-641; lot# vng81; device name# triathlon sym cone aug sz b; cat# 5549-a-120; lot# wjt21; device name# triathlon hinge b/plate size 5; cat# 5612b500; lot# tj66j; device name# triathlon cemented stem-9mm x 50mm; cat# 5560-s-109; lot# 1191689p; device name# triathlon bushingsaxle stdassemblypack; cat# 5612-3-000; lot# rl8j96; device name# tri hinge tib bearing sz 5-6; cat# 56120005; lot# g8779060a; device name# triathlon hinge bumper 3 degrees; cat# 5612-4-003; lot# erpct2l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left total knee. The revision today was secondary to infection. The bearing components were removed, joint was debrided, washed out and new bearing components were placed. No further information is available from the doctor or hospital.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.